Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 101mg/dl, 168mg/dl the results were provided in the potential medical tab). Tests were done < 10 minutes apart with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.